Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient with an implantable drug infusion pump indicated for non-malignant pain. The pump contained bupivacaine [25 mg/ml] at a dose of 13.27 mg/day, prialt [7.2 mcg/ml] at a dose of 3.8 mcg/day, and an unknown brand of morphine [35 mg/ml] at a dose of 18.5 mg/day. It was reported a motor stall was seen at initial interrogation. The patient did not recently have an MRI. The hcp stated the patient had a motor stall that occurred on (B)(6) 2017 at 19:28 and tube set occur on (B)(6) 2017 at 19:28. The hcp stated there was no electromagnetic interference or magnetic interaction. No patient symptoms/complications were reported.